Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi) quality control (qc) specifications and a visual inspection of the returned, used and damaged wire guide was conducted. The examination of the wire guide noted that the coil was stretched and the weld was missing at the distal end. It was determined that not all of the product was returned, as a portion of the coil is missing due to the weld missing at the distal tip. How much of the coil is missing could not be determined. There are controls in place to ensure product integrity. The wire guide is manufactured to specification and final inspection is performed 100% per quality control for length, diameter by gauging and ensuring that there are no offset or outstanding coils, weld diameters or solder connections. Based on the information provided by the customer, one could assume that the mandril guide was attempted to be retracted while still in the needle. This has known to cause damage to guide and the following caution is displayed in the provided IFU: "withdrawal of wire guide through needle should be avoided; breakage may result." It is feasible to suggest that technique may have been a factor in the single observed failure of the wire guide returned for examination. We can advise that a caution label is provided on the device, on which we illustrate; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Manufacturing records were reviewed and it was determined that the product was manufactured according to manufacturing instructions. We will continue to monitor for similar complaints, and have notified the appropriate personnel of this event. Per the health risk assessment, no additional activities are warranted at this time.

Event description:
Initial information provided stated that the stainless steel wire could not be easily removed from within the needle. After several attempts, the wire was removed with some effort, and it was found to be completely uncoiled; however, the tip was intact. Additional information provided by the user facility (B)(6) 2016: it has been confirmed that the tip had separated from the wire and that the wire had uncoiled, although it's not clear after the wire was removed and the needle flushed, if the tip was on the sterile field or not. Additional information provided (B)(6) 2016: there was an incident occurred around end of january while the physician was using the micro-puncture wire. The wire got stuck onto the needle and when the physician attempted to pull back, it started to unravel at the end. The physician was able to remove the wire with some force and noticed a small metallic object present that was possibly the tip of the micropuncture wire. A section of the device did not remain inside the patient's body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Initial information was provided stating that the stainless steel wire could not be easily removed from within the needle. After several attempts, the wire was removed with some effort, finding that it was completely uncoiled; however, the tip was intact. Additional information provided by the user facility 08feb2016: confirmed that the tip had separated from the wire and that the wire had uncoiled, although it's not clear after the wire was removed and the needle flushed, if the tip was on the sterile field or not. Additional information provided 09feb2016: there was an incident occurred around end of (B)(6) while the physician was using the mircropuncture wire. The wire got stuck onto the needle and when the physician attempted to pull back, it started to unravel at the end. The physician was able to remove the wire with some force and noticed a small metallic object present that was possibly the tip of the micropuncture wire. A section of the device did not remain inside the patient's body and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.